Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged or unavailable. D10 ¿ product received on: 02may2019. Investigation ¿ evaluation. A review of the complaint history, device history record, documentation, instructions for use (IFU), and quality control of the device, as well as a visual inspection, dimensional verification, and functional test, were conducted during the investigation. One unused device was returned. Physical examination confirmed that the coaxial needle subassembly was difficult to separate. Retightening the coaxial subassembly recreates the failure mode. Relevant dimensions such as the stylet outer diameter and cannula inner diameter were measured within specification. Based on this information, the returned device cannot be confirmed to be manufactured out of specification. Additionally, a document based investigation evaluation performed for lot 9300793 showed no nonconformances. The related coaxial needle subassembly lot also showed no nonconformances. A software search revealed no other complaints from lot 9300793 at the time of this investigation. Since there are no nonconformances or other complaints from this lot, there is no evidence that nonconforming product exists in house or in the field. Based on the information provided, visual inspection of device and the results of the investigation, a definite conclusion was able to be made. The malfunction is likely to be manufacturing-related. Appropriate measures are being conducted to address this failure mode. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(6). Occupation: unknown. PMA/510(k): k973565. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a quick-core coaxial biopsy needle set was used in a (B)(6) year old male patient with liver cancer during a transarterial chemoembolization (tace) procedure. As reported, when the user opened the package, the needle was unable to withdraw from the 16g cannula. The user completed the procedure with another similar device successfully. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.